Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4)

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed in the continuous + bolus mode, to deliver fentanyl, 10 mcg/ml, with a continuous rate of 10 mcg/hr, a 20 mcg bolus, a 10 minute pt lockout, and a 6 bolus/hr limit. No further programming parameters were provided. On (B) (6) 2009 at an unspecified time, the nurse reported the device display indicated that 0 ml remained to be delivered; however, 64.8 ml remained in the container. The device was removed from clinical service. The customer contact reported there was no change in the pt's status. No medical interventions were provided. During testing at the user facility, the device delivered less than expected. Though requested, no add'l info including if the therapy was resumed using a replacement device.